Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation it was reported by a facility in the united states via post market study MDR-2011, that a tracheostomy tube from a blue rhino g2-multi percutaneous tracheostomy introducer set required replacement. On (B)(6) 2023, the tracheostomy tube was placed between the second and third tracheal cartilages due to prolonged ventilatory support and decreased mental status related to a traumatic brain injury. During the procedure, bronchoscopic guidance was used. A vertical incision was made, and blunt dissection was performed. Percutaneous dilation and insertion of the tracheostomy tube on the first attempt were successful. After the tracheostomy procedure, bronchoscopy was performed, and a small amount of acute bleeding was identified. No treatment was required, and the event resolved. On (B)(6) 2023, bronchoscopy was performed to assess pink frothy sputum and increased secretions. The bronchoscopy noted tracheal collapse during coughing and showed the end of tracheostomy tube was abutting the membranous trachea raising concern for intermittent obstruction. Mild tracheal erythema was also noted. As a result, surgical intervention was performed to replace the tracheostomy tube with an extended length (xlt) tube to position the trach further down the trachea away from the membranous trachea. No other adverse events were reported. Reviews of the documentation, including the instructions for use (IFU) of the complaint device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) could not be performed, as the 7.5 shiley¿ flexible adult tracheostomy tube supplied in this set is a competitor product which cook purchases and places in this super-set. Cook does not have any inspections for this component. A review of the device history record (DHR) could not be completed due to the lack of lot information provided by the facility. Cook was also able to review product labeling. Instructions for use (IFU) document c_t_ptisgi2_rev0 is packaged with this device. The product IFU states the following in consideration of the reported failure mode: instructions for use patient preparation 1. Following the tracheostomy tube manufacturer¿s instructions, test the balloon cuff and inflation system. 6. Generously lubricate the surface of the appropriately sized loading dilator and load the tracheostomy tube onto the dilator. Ensure that the tracheostomy tube¿s tip fits snugly on the dilator. Ensure that the balloon is completely deflated. Thoroughly lubricate tracheostomy tube assembly. Tracheostomy procedure 20. Inflate the tracheostomy tube balloon cuff. Connect the tracheostomy tube to the ventilator. Confirm position of the tracheostomy tube via standard methods (e.g., capnography, breath sounds, etc.). 21. Deflate and remove the endotracheal tube. Evidence provided upon review of the event details and the IFU suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned product, and the results of our investigation, it was concluded that patient anatomy and improper sizing of the tracheostomy tube contributed to this incident. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: (B)(6). PMA/510(k) #: k193133. Annex e (e2402-appropriate term/code unavailable): tracheal collapse. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a tracheostomy device from a blue rhino g2-multi percutaneous tracheostomy introducer set required replacement. According to a pmcf study, on (B)(6) 2023, a tracheostomy procedure was performed on a 56 year-old male patient in the intensive care unit related to prolonged ventilatory support and decreased mental status due to a traumatic brain injury. The patient's positive end-expiratory pressure (peep) was less than 20. Ultrasound was not used. During the procedure, bronchoscopic guidance was used. A vertical incision was made and blunt dissection was performed. Percutaneous dilation and insertion of the tracheostomy tube on the first attempt were successful. No adverse events or device deficiencies were identified during the procedure. On (B)(6) 2023, three days post procedure, the patient experienced tracheal collapse during coughing. Additionally, a bronchoscopy was performed to assess pink frothy sputum and increased secretions. The bronchoscopy showed the membranous trachea was close to the end of tracheostomy tube raising concern for intermittent obstruction. As a result, surgical intervention was performed to replace the tracheostomy tube with an xlt tube to position the trach further down the trachea away from the membranous trachea (trach was previously abutting the membranous trachea). No other adverse effects for this patient have been reported.